Event description:
It was reported that in the cardiac care unit (ccu) a swan-ganz catheter was inserted into the sheath from the arrow introducer kit. It was noticed that blood made its way back to the hemostasis valve and the cath-gard. The physician removed the catheter and the sheath together. A new kit was not used since further treatment with the catheter was not carried out. There was no pt death, injuries or complications. The pt outcome is listed as good.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.